Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with rheumatic valve disease. Some of the complications reported were surgical intervention, hospitalization, exertional dyspnea, hemolytic anemia, congestive heart failure, pleural effusion, pannus and aortic valve stenosis. Information from field indicated that the article concluded the structures on the ventricular side of the mitral valve could be visualized in an untouched condition. Not only the protruding circular calcification and displacement of the prosthetic valve but also the loss of adhesion and adhesive nature of the annular tissue played a definitive role in the late pvl occurrence and recurrence after percutaneous or surgical repair. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "structures on the ventricular side of the prosthetic valve in extremely late mitral paravalvular leak: a case report", was reviewed. The article presented a case study of a 68-year-old female patient with rheumatic valve disease. It was reported on an unknown date, an unknown st. Jude medical mechanical valve was implanted in the patient's mitral valve and another unknown st. Jude medical mechanical valve was implanted in the patient's aortic valve. It was later reported on an unknown date about 29 years later, the patient presented with exertional dyspnea. Three months later on an unknown date, echocardiography detected paravalvular leak of the mitral valve and the patient continued to develop hemolytic anemia and dyspnea. It was then reported on an unknown date the patient presented to the hospital with congestive heart failure, heart murmur with orthopnea, and chest roentgenogram detected lung congestion and pleural effusion. Echocardiography revealed severe mitral regurgitation due to paravalvular leak leading to pulmonary hypertension. Imaging also revealed subvalvular pannus that caused aortic valve stenosis. The mitral valve prosthesis was also displaced 8-10mm higher due to a circular calcification. A decision was made to explant both aortic and mitral valves and replaced with an unknown valve and unknown epic valve, respectively. The replacement valves were implanted successfully with no adverse patient consequences and the patient status was reported as stable. The article concluded the structures on the ventricular side of the mitral valve in a late pvl could be visualized in an untouched condition. Not only the protruding circular calcification and displacement of the prosthetic valve to the atrial side but also the loss of adhesion and adhesive nature of the annular tissue played a definitive role in the late pvl occurrence and recurrence after percutaneous or surgical repair. [The primary and corresponding author was hiroyuki nakajima, department of cardiovascular surgery, international medical center, saitama medical university, 1397-1, yamane, hidaka, saitama 350-1298, japan, with corresponding email: hn00504@ybb.ne.jp]